Manufacturer narrative:
During the testing, the device was found to reach a pressure of 52psi without alarm on the 30psi occlusion test, which was outside of specification of alarming between 22psi and 38 psi. The device was also found to have a damaged front panel and showed signs of misuse; these issues might be related to the occlusion test failure. The device was also found to have a battery outside of warranty and a flow rate accuracy of the device to be -6.71%, which was outside of +/-5% specification; these two issues were not relevant to the occlusion test failure. The device was repaired, recalibrated, and tested to meet all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 07/28/2014.

Event description:
The device was identified with the 30psi occlusion test failure during the periodic maintenance testing on (B)(6) 2017. No patient was involved in this case.